Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump no additional patient or event information was available as customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
Date on initial medwatch. Date on initial report is 04-05-2021.